Manufacturer narrative:
Section h6 mdical device problem code and type of investigation & findings and investigation conclusions has been corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to headaches, trouble breathing and fluid in one lung, the medical intervention that the patient received in response to the event is currently unknown. The pms resut: the reported event mild headaches, nasal/throat irritation/soreness and 1-2yrs ago was hospitalized for trouble breathing and fluid in lungs and its reported severity 2 was reviewed by the pms clinical expert. This event is assessed as a non-serious, non-reportable injury (severity levels 2 and 1 are not serious adverse health consequences per FDA's cdrh health hazard evaluation form version 3-1) and possibly related to the product problem with the device and/or use error. The reported event may also possibly be related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. Further, this event is assessed as labeled and predicted in ER (B)(4) v20/tag irrit05, infect01 as well as ER (B)(4) v02, dreamstation 1 platform voc hhe, and (B)(4) v00, dreamstation 1 platform particulate hhe. No further action is required. If additional information is obtained about this event, please send it to the pms clinical expert for review and pms concludes that the headaches, trouble breathing and fluid in one lung was not related to the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was dirst/dust contamination was found ouside of the blower box and pil confirm of contamination in the air path and evidance of wateringress in the blower box assembly mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 1 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 08, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to headaches, trouble breathing and fluid in one lung, the patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. ( product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience headaches, trouble breathing and fluid in one lung. The patient was hospitalized and did receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.